Event description:
Pt had only partial insertion of the electrode array due to tissue growth inside the cochlear. The pt's device was explanted. The pt was reimplantedd with another advanced bionics cochlear implant.